Event description:
It was reported that the pace/sense component of the lead was drifting upward. It was also reported that there was persistent high impedance, impedance spikes, and an apparent fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.